Event description:
No further information is available at the time of this report.

Manufacturer narrative:
Follow up report. Updated: a1, a3, b4, b5, d2, d4, e1, e2, e3, g1, g3, g6, h1, h2, h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a tibial impactor broke during impaction. Attempts have been made and no further information has been provided.